Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. It was reported that there was no procedural involvement or patient impact associated with the event. Also updated was field b3/date of event: november 18, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The product was not returned for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue.the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a no image issue while using the hd camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.